Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files. Data from the reported event date of 21jun2025 in the submitted controller event log file was reviewed. The backup battery fault alarm activated on (B)(6) 2025 at 17:02:05 and 17:10:42 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm cleared the first time after the controller passed a load test. The driveline was disconnected on (B)(6) 2025 at 17:15:11 for a controller exchange. The controller was turned on briefly on (B)(6) 2025 without the driveline being connected and the alarm was not active. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis and remains in use. Additional information stated that the alarm resolved after the controller was exchanged, and no products would be returned. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review due to a system controller exchange over the weekend while the patient was hospitalized. The patient performed a self-test, which did not resolve the emergency backup battery (ebb) fault alarm. Following review of the submitted log files by tech services, it appeared that the event log file captured ebb faults on 21jun2025 at 1702. It appeared that the alarms may have cleared for a short time after the controller self-test, however they reoccurred on (B)(6) 2025 at 1710. It appeared that the ebb failed the load test which resulted in the faults. The controller was exchanged on (B)(6) 2025 at 1715, which resolved the issue.